Manufacturer narrative:
The sample is serum. Service was not dispatched for this event. This issue was corrected by the customer.

Manufacturer narrative:
This follow up report is submitted to correct the typo observed in the original report. The serial number for the reported medical device should have been (B)(4), not (B)(4). Also, the device manufacturing date should have been 06/01/2000, not 06/01/2001. These sections have been corrected.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining falsely elevated creatinine (enzymatic) results that were released from the laboratory, generated by the (B)(4) clinical chemistry analyzer. The cause of this event was insufficient cleaning of the cuvettes/mixer bars as a result of reduced detergent concentration on the instrument. No specific patient information was provided. The customer indicated that the creatinine concentration results are generally around 70 umol/l, but the erroneous results were around 250 umol/l. The laboratory indicated that one hundred fifty six (156) patient reports were amended when the samples were re-run and two (2) patients had been re-admitted as a consequence of the results; however, no changes to treatment had been initiated. This reportable event documents the malfunction portion of this event. The affect to patient treatment has been documented in MDR 2050012-2011-02491 and 2050012-2011-02492.